Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The fms device was removed from the patient and a new fms device was not reinserted. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. The lot number was not provided.

Event description:
A territory sales manager sent in an email from a health care professional, who stated she spoke with a nurse regarding a patient using an fms device. It was reported that the patient had a rectal bleed which was confirmed by a scope.